Manufacturer narrative:
B5 was updated to reflect the additional information received. After evaluating x-ray provided, it is noted that not all 9 tulips disengaged as previously reported. Seven of the nine screws have no issue and were not returned. Tulip disengagement can be seen on x-ray in 2 screws and are captured in MFR report #0009617544-2021-00025 and 0009617544-2021-00032. There was no alleged issue with this screw.

Event description:
It was initially reported that the tulips of nine xia deformity uniplanar screws "released" post-operatively. However, upon additional information received, it was confirmed that this only happened to 2 screw tulips. Revision surgery was performed where the two screws were explanted. There was no alleged issue with this screw.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that the tulips of nine xia deformity uniplanar screws "released" post-operatively. Revision surgery has been performed. This report will capture the seventh of nine screws.